Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip that opened during the deployment sequence. It was reported that this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). The mitraclip xtr was advanced to the mitral valve and grasped the leaflets. The mitraclip was ready to be deployed. The lock was tested during the deployment sequence and the lock line was removed. The lock was tested again, but it failed; the clip opened approximately 50 to 60 degrees. Another operator who was not aware that the clip had opened, removed the release pin. At this point, because the release pin was removed, the clip was unable to be inverted to remove it from the mitral valve. Troubleshooting steps were performed using forceps in the pin groove to take the place of the release pin, but the forceps fell out of the pin groove and the clip could not invert. Additional troubleshooting steps were performed using forceps in the pin groove again, and the actuator knob was retracted to close the clip to retract it into the steerable guide catheter. The clip delivery system (cds), along with the clip, were successfully removed from the patient. The procedure continued with another cds. Mr was reduced to grade 1-2 with two mitraclips. There were no adverse patient effects and no clinically significant delay in the procedure. The physician acknowledged that he missed a step when testing the lock. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and the reported mechanical issue and difficult to remove were not confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no lot specific product issue. The mechanical issue appears to be a cascading effect of the use error. The difficult to remove was due to user technique/procedural circumstances as the user inadvertently removed the release pin post failure of establishing the final arm angle (efaa). A definitive cause for the observed torn material (clip cover) could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.